Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On the first firing did the staple/cut? Was there difficulty removing the device from the tissue? What is meant by rinsing? What was done to release the device? 2nd firing did device staple or cut? Was it fired across an existing staple line? Was the device straight or articulated? Surgeon experience with manual and powered endocutter? Was the patient post operative outcome impacted by the smaller pouch? What is the current status of the patient?

Event description:
It was reported that during a gastric bypass procedure, during the first stapling with a first charger, the device has stapled but is stuck closed position on the tissues of the patient. After rinsing and release the clamp, the surgeon has changed the charger. With this second charger, although the clips are well out, the device does not staple or clip because, when removed, a pile of staples and perforation of the stomach of the patient were recorded. A partial gastrestomy has been performed by the surgeon who had to reduce the functional volume of the stomach. The intervention was completed using the device of another reference (pse60a). There was an increased operating time of twenty minutes. There was no impact to the patient and the patient is doing well.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as no cartridge was received for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.